Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that prior to a laparoscopic resection of endometriosis procedure( date not know, but was some time ago) the facility opened the packet and dissecting hook fell off at distal end before use on patient. No additional information available. No consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: the harmonic blades are made of titanium, which is very hard metal. The titanium blade tip will not break off unless it has been cracked. The harmonic blade will stop activating, and either emit a solid tone and/or display an instrument error code when the blade has become cracked (but not scratched, nicked or gouged). Once the blade is cracked, it is susceptible to breaking off due to continued attempts to activate or from physical contact. Blade damage is caused by contacting an active blade with other surgical devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once blade damage has occurred, subsequent activations may result in fatigue failure initiating at the original damage location, which can result in the blade tip breaking off as described above. Does the account reprocess harmonic devices - meaning that the device was used on one patient, then cleaned and resterilized and used on another patient?